Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv). Arv: 10, erv: 3.6. The caller indicated that the patient "didn't always feel like he was getting his meds." It was also indicated that the patient "can sometimes feel the catheter over the pump." It was reported there was a confirmed motor stall and motor stall recovery recorded in event logs. The motor stall was caused by the patient having MRI or other medical procedure. It was indicated that the stall occurred on (B)(6) 2011 at 6:24 and recovery was on the same day at 7:03. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that the patient had an MRI on (B)(6) 2011 and about two days later the patient felt like he was in withdrawal, and it lasted about two to two and a half weeks. The patient felt the pain was increased. The physician saw the patient in (B)(6) 2012 and did an interrogation and it was okay. The patient felt like the catheter came over the top of his pump. After the pump was filled with saline and the patient was asked to come back a week later to check if there is volume discrepancy. The patient also had diarrhea.

Manufacturer narrative:
Concomitant medical products: catheter model#8709 lot# j11275r25 implanted: (B)(6) 2003 explanted: unk.

Event description:
Additional information: it was reported that on (B)(6) 2012 another volume discrepancy was noted; expected reservoir volume was 5.1ml and hcp aspirated 20ml. Pump was flushed with saline and refilled. The patient was called back in a weeks- time to check the reservoir volume. It was stated that the patient felt like he was in withdrawal back in february. It was indicated that the a roller study had been performed; results were not reported. Drugs delivered via the device were fentanyl and bupivacaine.

Event description:
The patient experienced withdrawal, symptoms included: nausea, shaking, increased pain, and sweats. On (B)(6) 2012 a fill was performed on the 20 ml pump. Two weeks later all of the medication (20ml) was aspirated back out. The pump was flushed with saline x3 and cut the meds by 50%. Hcp was concerned regarding the catheter; a dye study was not done. A roller study was performed. The dose was being increased monthly to get him back to where he was before he started having volume discrepancies with the pump. The patient was currently receiving effective therapy and had no issues at this time. The pump was delivering fentanyl and bupivicaine.

Manufacturer narrative:
(B)(4).